Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance and high thresholds after a recent implantable cardioverter defibrillator (ICD) changeout procedure. Reprogramming of the lead was completed. Follow-up revealed an x-ray was taken which verified that the lead pin was not fully inserted into the device header pin port resulting in the high impedance and high thresholds. A revision procedure was completed and the device and lead remain in use. No patient complications have been reported as a result of this event.